Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, and seroma - late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture, baker grade unknown. Healthcare professional reports seroma-late, anterior fold, and patient concern, "suffering, discomfort and anguish".

Event description:
Patient reported unknown side rupture and capsular contracture, baker grade unknown. Device remains implanted.